Manufacturer narrative:
Report date: (B)(6).2021.

Event description:
It was reported that during patient use, a heat water bag fell off the support arm. No allegation of patient harm and/or ventilator malfunction has been reported. At this time, it is unknown who the manufacturer of the support arm is or if the support arm was designed to support a water bag. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. This is pending repair information.

Manufacturer narrative:
The sr. Clinical post market specialist contacted the philips clinical specialist and reported that the customer stated that the hospital staff attached a hook to the v60¿s side rail; device name and model not reported, then attached a bag of 1000 milliliter (ml) sterile water to the hook, spiked the bag with the tubing connected to the fisher and paykel single water chamber; model number not reported, and then fed the humidifier chamber by gravity; drops per minute (gtts/min) not reported. The philips clinical specialist stated that there was no harm to the patient or any allegation of a device malfunction.